Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the clip could not be confirmed as the device was returned with the clip deployed. The reported wing retraction problem and difficulty removing the closure device could not be replicated in a testing environment as the they were based on procedure circumstance. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following is corrected information. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, the sheath would not split completely and the deployment button would not depress to fire the clip. Resistance was felt when attempting to removed the device from the patient anatomy. The release posts and red release button were attempted; however, would not retract the locator wings. A pair of forceps were used to lever the plunger up and retract the locator wings. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.